Manufacturer narrative:
Follow-up # 1 - the lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Please refer to related pis (B)(4) for additional information included in this submission. On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to a laboratory device and a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) reviewed the call. The patient stated that the alleged inaccuracy began on "(B)(6) 2016, before noon". The patient detailed that she obtained an alleged blood glucose result of "86 mg/dl" on the subject meter, compared to about "34 or 36 mg/dl" obtained on the laboratory device, and about "36 or 38 mg/dl" on the hospital meter preformed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. The patient manages her diabetes with insulin pump therapy and made no change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that 10 - 15 minutes after the issue began she developed symptoms of "could not move or communicate" she was treated by an emergency medical service (ems) health care professional (hcp) with food. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain moisture levels expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.